Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device powered off. The device was returned to the biomed engineering dept with a report of "the device powered off on patient."no specific details were provided. The device was replaced and the therapy was resumed. There were no reported adverse pt events and no reports of delay in therapy critical to the pt. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.